Event description:
A home patient (hp) contacted global technical services (gts) about assistance with ending therapy on the home choice (hc) unit during fill. The hp stated that the patient line became disconnected and fell to the floor. The technical service representative (tsr) assisted the hp with ending therapy and starting over with new supplies. There was patient involvement but no injury or medical intervention reported. Baxter contacted the hp who stated they started over with new supplies, the lot number was unknown, and the supplies had been discarded. The hp was not sure why the patient line became disconnected and has continued therapy with no further issues. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.